Event description:
It was reported that the autoclavable camara head experienced a poor image problem during set-up of the device/ inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 corrected fields: g2 - report source (unselect health professional) the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image loss, and failed water leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image loss shown on monitor was due to bad cable and connector. In regard to the other identified malfunction, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.